Event description:
Patient received inappropriate therapies. X-ray revealed that the lead had dislodged in the atrium, and as such, lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.